Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap.  The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was not hospitalized for peritonitis. On an unreported date, the patient was treated with an injection of reflin 1 gram (route, frequency and duration not reported) and an intraperitoneal injection of fortum 1 gram, once a day (duration not reported) for peritonitis. At the time of this report, the outcome of peritonitis was unknown. Dianeal therapy was ongoing. Additional information was not available. This is report 3 of 3 involved in this peritonitis event.